Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. The customer was asked to provide specific data, however the customer declined to provide this information. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
The customer indicated they have a proactive procedure implemented to verify unexpected results prior to reporting results outside the laboratory. All patient samples with initial result of 0.04ng/ml are re-spun and retested. Results are released if initial and repeat sample values correlate within 10%. The instrument is currently performing within qc specifications. Service was not dispatched for this event. A root cause for this event was not determined.